Event description:
It was reported that the customer went to the emergency room (ER) with a blood glucose (bg) level of 41mg/dl. Cause of bg was not known. Customer was treated with intravenous fluids of antibiotics and sugar water to address the bg. Customer was discharged from the ER the following day, (B)(6) 2026, with the issue resolved and no permanent damage. Recommendation was made to consult with a healthcare provider to discuss diabetes management.